Event description:
A 4d CT scanning, after entire scan was done, which is long and delivers more than the usual amount of dose, the data did not save for planning use. The file was corrupt. We had to re-acquire the scan in its entirety. We think the ge advantage simulator workstation to varian rpm connection is at least partially to blame. This same issue has occurred at least 3 times in our clinic. It appears to be the connection between the ge advantage CT simulator, the advantage workstation and the varian rpm gating system that corrupts the acquired data.